Manufacturer narrative:
The sample was received for evaluation. Visual inspection and functional testing noted a leak at the spike port tubing weld in back of the bag. Magnified inspection was performed and revealed a tear/hole at the top of the spike port tubing weld in back of the bag. The reported condition was verified. The cause was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 2000 ml eva tpn bag leaked. Prior to patient use, the bag was observed leaking around the port. There was no patient involvement. No additional information is available.